Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: investigation summary the actual device was returned for evaluation. The service carried out an assessment, but there was no failure. The issue could not be confirmed. Although the evaluation did not confirm the reported issue, it was concluded that the issue was related to a lack of sufficient direction in the assembly procedure when using grease. The cause for the found defect is a lack of sufficient direction in the assembly procedure. The manufacturing process as well as the service process have been updated. The manufacturing process has been to control the amount of lubricant applied when assembling the handpiece. The service process has been updated to more efficiently identify this issue. The issue is being addressed through a CAPA. The assignable root cause was due to design. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
During in-house engineering evaluation, it was determined that the robotic-assisted solution saw handpiece device had a liquid leak. It was initially reported that a white lubricant substance was found on the new saw handpiece. The event occurred in the sterile processing department. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.